Event description:
It was reported that pump displayed repeated malfunction alarms identified as malf 12, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin delivery method if necessary, while tandem technical support arranged shipment of replacement pump with updated software,.